Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional testing. During visual analysis, the guidewire lumen was observed to be cut and the spring was observed to be stretched. A radial and longitudinal balloon burst was observed. The balloon was observed to be wrinkled. No surface defects were observed on the balloon. Due to the condition of the complaint device returned (inflation balloon burst) no relevant functional testing was able to be performed. During dimensional testing, however, balloon single wall thickness measurements were taken along the longitudinal and radial tear on the inflation balloon. A thin wall could leave the balloon more susceptible to bursts or tears and may be indicative of a manufacturing non-conformance. All measurements taken were within specification. Procedural imagery and photos of the device condition after use were provided from the field for review. Procedural image captured the attempt to withdraw the burst balloon into the sheath. Post procedural images captured the condition of the device once the balloon was retrieved and removed from the patient. During the manufacturing process, the entire delivery system was visually inspected and tested several times: the inflation balloons were 100% inspected (dimensions, defects, balloon burst), the guidewire shaft to nose bond was inspected, balloon catheter laser bond prep, balloon catheter laser bond, balloon pleat, fold, and forming, final inspection and functional product verification testing. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The commander delivery system instruction for use (IFU), the prepping manual and the training manual were reviewed for instructions involving esheath and commander use. No IFU/ training deficiencies were identified. The complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed. Per the complaint event description: ¿as per perceived root cause by the implanting doctor, the calcium in the stj may have caused the balloon to burst.¿ it is likely that the balloon burst during valve deployment once the balloon came in contact with calcification. The technical summary written by edwards lifesciences provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Additionally the technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Patient and procedure factors that can contribute to difficulty retrieving a device include the following: 1) patient vascular calcification / vascular tortuosity, 2) sheath insertion angle, coaxiality of the device being retrieved, 3) delivery system is not completely unflexed before withdrawal and 4) position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). In this case if the balloon was burst during valve deployment, this would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile was caught on the tip of the sheath. A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation of the delivery system. Excessive force applied in order to withdraw the delivery system could cause the tip to become separated from the rest of the device. As such, available information supports that patient and procedural factors (calcification, retrieval of burst balloon) likely led to the reported events and there is no evidence of a device malfunction or manufacturing non-conformance. No manufacturing non-conformances were found in the returned sample. Available information indicates that patient/procedural factors (calcification and removal of burst balloon) may have contributed to the events. Since the occurrence rate does not exceed the july 2018 control limits for the trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, no bav was done. The commander delivery system balloon burst on full inflation. Despite the balloon burst, the valve was well positioned with no resulting paravalvular leak post deployment. The operator, however, was unable to withdraw the burst balloon into the 16f esheath. In order to troubleshoot, the balloon and nose cone were attempted to be recaptured with a snare. The pull force caused the esheath to buckle and the nose cone together with the balloon to become detached. A surgical cut down was required to retrieve the devices. It is perceived that the calcium in the stj may have caused the balloon to burst.